Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 30 mmol/l; cause was due to minimum fill notification resulting in customer unable to load the cartridge. Customer declined to provide how high blood glucose level was addressed. Customer declined further troubleshooting. No further information was provided.

Event description:
It was reported that a minimum fill notification occurred. Customer's blood glucose level was 30 mmol/l. Customer declined to provide additional information on actions taken to address the high blood glucose and did not require third-party assistance. Customer was advised to change the cartridge, but no confirmation of action taken was received. No additional information was provided as the customer chose to end the phone call.